Event description:
Customer reported unexpected weak positive reactions at the weak d phase of testing with a donor sample that was previously typed as rh negative. The donor was last typed as rh negative in 2005 using anti-d. Customer performed testing using ortho anti-d and 1+ reactivity was seen at the weak d phase of testing. Customer performed add'l testing with three different monoclonal anti-d's; all were negative at all phases of testing, including weak d.

Manufacturer narrative:
Retention anti-d, lot 6c561; anti-d (monoclonal blend) series 4, lot 504688; anti-d (monoclonal blend) series 5, lot 505545 and gamma-clone anti-d (monoclonal blend), lot dmb62-4 were tested with red cells of various rh phenotypes, including weak d cells. Expected reactivity was observed. Customer sent sample for investigation testing. No reactivity was observed in all phases of testing. Donor typed as d negative with all anti-d reagents tested.